Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010 this patient underwent an open total aortic arch replacement followed by an open procedure using a gore tag thoracic endoprosthesis to repair a distal aortic arch aneurysm. The procedure was concluded without any reported issues. The patient tolerated the procedure. The preoperative aneurysm diameter measured 77mm. On (B)(6) 2010, the patient was discharged from the hospital in good condition. On (B)(6) 2010, follow up revealed no adverse events. The aneurysm diameter measured 62 mm. On (B)(6) 2011, a type ii endoleak from the left subclavian artery was identified. The aneurysm diameter measured 62 mm. On (B)(6) 2012, the type ii endoleak persisted and aneurysm enlargement was identified. The aneurysm diameter measured 69 mm. On (B)(6) 2012, an intervention was performed to treat the type ii endoleak. It is unknown what kind of intervention was performed. On (B)(6) 2013, follow up revealed the slight type ii endoleak from the left subclavian artery persisted.